Manufacturer narrative:
Age at time of event: 18 years of age or older. Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 2.50x38mm stent delivery system was returned for analysis on a guidewire. A visual and microscopic examination of the crimped stent identified stent damage to the proximal end and mid-section of the stent. The undamaged section of the crimped stent od(outer diameter) was within max crimped stent profile measurement. The balloon cones were reviewed and bunching of the proximal balloon cone was noted. No issues were noted with the distal balloon cone, the distal balloon cone wings were tightly wrapped and evenly folded. It did not appear that the balloon had been subjected to positive pressure. A visual and tactile examination of the shaft polymer extrusion found multiple sites of bunching/accordion damage along the inner shaft polymer extrusion. A guidewire was returned in the wire lumen. The guidewire was stuck in the device and could not be removed. It appeared the wire was stuck as a result of the inner shaft polymer extrusion (wire lumen) bunching. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and microscopic examination found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The de novo target lesion was located in the right coronary artery. A 2.50x38mm promus element plus stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.